Event description:
A report was received that during the lead pull the physician had to use excessive force to pull the lead out. As a result the lead broke off and some of the lead was still in the patients body.

Event description:
A report was received that during the lead pull the physician had to use excessive force to pull the lead out. As a result the lead broke off and some of the lead was still in the patients body.

Manufacturer narrative:
Sc-2316-50e, sn (B)(4): device evaluation indicated that the trial lead that broke during a lead pull. The physician was pulling the lead out of the patients epidural space and had to use excessive force to get it out. While tugging the lead broke off. Visual inspection revealed that the top five electrodes are separated from the distal end. Electrodes 1 to 5 were not returned. Visual inspection of the fractured cables revealed fraying of the breaks lack of necking and discoloration associated with welding and the proximity of the break points to the edge of the insulation indicate that the cables did not break at or near the welds. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array.

Event description:
A report was received that during the lead pull the physician had to use excessive force to pull the lead out. As a result the lead broke off and some of the lead was still in the patients body.